Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump received insulin pump error alarm. The customer¿s blood glucose level was unknown. Customer was able to clear the alarm. Customer stated that the insulin pump restarted after the alarm. Customer stated that the alarm history contains several alarms. Customer was advised to stop the use of insulin pump and revert to the backup plan. The insulin pump will not be returned for analysis.